Event description:
Reportedly: the pt received inefficient shocks: in addition, therapies were to delivered in accordance to the programmed scenario. On (B)(6) 2013, a vt ablation surgery was performed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.